Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege the patient experienced ongoing pain and exposure to metal ions. Doi: (B)(6) 2007, dor: none scheduled at this time (right side). Patient is a resident of (B)(6). Update - (B)(6) 2013 - plaintiff's preliminary disclosure form was received (B)(6) 2012 which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Dob added. Bilateral patient. Left side reported as wpc (B)(4). Update - (right) (B)(6) 2015 - der rcvd. Updated der, surgeon and sales rep details and added stem and sleeve. No additional reasons for revision. Please note that the lot numbers supplied on the der are incorrect however invoice received for correct details.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).